Manufacturer narrative:
The product involved in this complaint was not returned. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, and should not be considered to be an admission that an o&m halyard, inc. Product is defective or has caused serious injury.

Event description:
A patient had breast reconstruction surgery at a facility that uses the o&m halyard drape. After surgery the patient experienced a reaction in the areas where the drape adhesive came into contact with the skin. After surgery the patient experienced itching on her back which resulted in permanent scarring. The skin on her abdomen peeled off similar to a sunburn. She was prescribed a steroid pack by the physician to treat her reaction. Additional information was requested; however, the customer was unable to provide additional details.

Manufacturer narrative:
A physical sample was not available for evaluation. No lot number was provided for a device history record evaluation. The 3m tape is currently being used in multiple health care surgical infection & prevention products. The supplier (B)(4) indicated that there were not similar reactions communicated for the component since 2018. (B)(4) has provided a clinical data summary of the adhesive which was tested for cytotoxicity, irritation, and sensitization. The adhesive is classified as a non-irritant, a non-sensitizer and non-cytotoxic. A root cause was not determined. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, and should not be considered to be an admission that an o&m halyard, inc. Product is defective or has caused serious injury.